Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 09oct2020.

Event description:
It was reported to philips that the touch screen does not work. The device was not in clinical use at the time of the event. There was no report of patient or user harm.

Manufacturer narrative:
G4:28dec2020. B4:30dec2020. The touchscreen was returned for failure investigation. Visual inspection did not reveal and signs of scratching or other damage. A failure investigation (fi) technician installed the touchscreen assembly into a fi ventilator to duplicate the reported issue and it was determined this touchscreen to be out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 21oct2020, b4: 23nov2020. The device was in clinical use at the time of the event; however there was no report of patient or user harm.the device was evaluated by an international service technician and the reported issue with the touchscreen was confirmed. It was also noted during the evaluation of the device that the that the battery is faulty and does not charge. The international service technician replaced the touchscreen and the battery to resolve the issue and the device passed all testing. The device remains at the customer site. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.